Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the left side of the pump touch screen had vertical lines running through the screen that blocked graphics and text. Customer's blood glucose was 104 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.